Event description:
Additional information was received: issue was discovered during preventative maintenance. Event date provided. No patient was involved.

Manufacturer narrative:
Additional information: a1, b3, b5 and h6 - health effects codes d10, h3, and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted: device received with the microswitch with a bent lever arm, faded line cord, damaged pole clamp, corroded quick connect, water tank cover cracked on all four corners, outdated printed circuit board (pcb), outdated power switch, and the enclosure was cracked under the quick connect. Functional testing found the device was leaking from the bottom of the water tank cover; confirming the complaint. Root cause of the leaking was attributed to the cracked water tank cover. What caused the crack could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. Patient involvement unknown.